Event description:
Pt reports that an infection was noted several days following a c-section. Sutures were removed and allowed to secondarily heal. C-section procedure was performed on 1995. The organism or the type of anti infective treatment given was not known by the reporter. A second surgery of unknown nature was reportedly performed.